Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the pt was not doing well and extracorporeal membrane oxygenation (ECMO) was initiated. The pt's inr was increased and the pt suffered a cerebral bleedings/subarachnoid hemorrhage. The pt expired on (B)(6) 2014.